Manufacturer narrative:
The customer stated that this event is due to user error. The technician incorrectly scanned the patient info into the rp500 system then when this info crossed over to rapidcomm he realized the error and went back and corrected the patient data. There is a note in the rp500 indicating "sample data edited".

Event description:
The customer reported that the technician incorrectly scanned patient info into rp500 to run a newborn capillary sample through the system. When this info crossed over to rapidcomm he realized the error and went back and corrected the patient data. There is a note in the rp500 indicating "sample data edited". There was no report of injury due to this event.